Event description:
It was reported that the customer had blood glucose levels of 463mg/dl. Customer treated with manual injections. The customer also mentioned cracks to the battery compartment. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a stripped battery cap at coin slot, cracked battery tube threads, minor scratches display window and cracked reservoir tube.